Event description:
Covidien received info stating that an 840 ventilator generated a device alert that rendered it into and inoperable stated. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the proportional solenoid valve. The cse performed extended self-testing on the device and all tests passed. (B)(4).